Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has blood back and wont complete an autofill. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated and replaced pneumatic module assembly due to blood found during preventive maintenance. Error code 124 - prolonged shuttle pressure system failure. Error code 58 - system failure shutdown. Error code 37 - fill fail - shuttle purge time out. Equipment passed all functional testing.

Event description:
N/a.